Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep reset the ups. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that there was a ups error message at start up. No pt injury was reported.